Manufacturer narrative:
Impella was returned. Thrombosis: clinical details noted that thrombus was present on pump at explant. In order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Purge system blocked: clinical details noted that a "purge system blocked" alarm was noted on day 2 of support. Tpa was added to purge but decision was made to replace the pump instead. Thrombus was observed on pump after explant. Upon visual inspection of returned product, biomaterial was present around impeller blade and in purge gap. Pump was connected to console for approximately 8 minutes before ¿purge system blocked¿ alarm occurred. Pump was turned onto p-9 and biomaterial was kicked out of pump and purge pressure returned to normal range. Data logs were reviewed and lt log showed and increase in purge pressure over approximately 3 hours before "high purge pressure" and "purge system blocked" alarm was triggered. No motor current spike was observed at time of purge pressure rise. The cause of the purge system blocked was due to biomaterial build-up based on data log review and returned product analysis. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system blocked alarm. The perfusionist wants to use the lysis protocol. The pump was replaced and a thrombus was observed on the cannula of the removed pump. The patient is in stable condition.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
A2 added age and unit as they were omitted from previously submitted reports.